Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. The customer stated they were hospitalized from (B)(6) 2015. The customer's blood glucose was unknown at the time of the call. Customer requested a callback to provide further information. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.